Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. The device manufacture date is unknown at this time. Medtronic evaluation of returned suspect device confirms the straight suction tool is bent. It fails verification with an error of 2.2mm. There does not appear to be any physical damage, however, the tool will not verify.

Event description:
A medtronic representative reported that half-way through an ent procedure; they could no longer verify their straight suction, axiem. It was verified and used successfully at the beginning of the case, but once the surgeon switched instruments and come back to the straight suction, axiem it would no longer verify. The site had a second set of instruments to use and completed the procedure with the fusion navigation system. There was no negative impact on patient outcome reported.